Event description:
It was reported that during helicopter transport, the patient's etco2 readings continued to fall while connected to the ventilator. The ventilator appeared to be auto cycling. The patient was removed from the ventilator and manually ventilated. The ventilator was checked by the reporting party with no problems found. No patient harm reported.